Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Electrodes 1-4 and both thermocouples met specifications during electrical testing with no open or short circuits detected. In addition, the magnetic sensor met specifications during electrical testing with no short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the at procedure, it was noted that the catheter could not be seen when plugging into the tactisys which caused delays to treatment. The tactisys and a new green-yellow cable were exchanged, with no resolution. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.